Event description:
Event verbatim [preferred term] one heat wrap had damaged heat cells where the content leaked [device leakage]. Case narrative:the initial case was missing the following minimum criteria: no indication that the consumer experienced an event under product thermacare, just product complaint. Upon receipt of follow-up information on 16oct2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable pharmacist. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number and expiration date not reported, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated one heat wrap had damaged heat cells where the content leaked on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Information received from product quality complaint includes: "there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per hazard analysis thermacare heat wrap product: 8 and 12 hour". Sample evaluation not available. On 17oct2019, product quality complaint group provided following information: summary of investigation: this investigation was conducted for an unknown lot number arthritis neck/shoulder/wrist (nsw) 12hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed: scope: date of contact: 04/20/2014 through 4/20/2017/manufacturing site: name of site/complaint class: product appearance /complaint sub class: heat cells damaged/leaking - cells damaged/leaking. The citi customizable search returned a total of 12 complaint for arthritis neck/shoulder/wrist (nsw) 12hr products during this time period for the class/subclass. The complaint was not identified as having a manufacturing related root cause of the wrap having cells damaged/ leaking and heat cells damaged/leaking. A review of the 36 month trend chart does not show an increase overtime. Based on this citi search, there is not a trend identified for the subclass cells damaged/ leaking and heat cells damaged/leaking for arthritis nsw 12hr products. No further action is required. Exped trend actions taken: based on this citi search, there is not a trend identified for the subclass of the cells damaged/ leaking and heat cells damaged/leaking for arthritis (nsw) 12hr products. Follow-up (17oct2019): new information received from product quality complaint group includes: investigation results with summary of investigation and conclusion. No follow-up attempts are needed. No further information is expected., comment: the event "one heat wrap had damaged heat cells where the content leaked " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event is associated with use of device. The pq investigation result include severity ranking of s3 (potential hazard - skin burn). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
"There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per hazard analysis thermacare heat wrap product: 8 and 12 hour". Sample evaluation not available. On 17oct2019, product quality complaint group provided following information: summary of investigation: this investigation was conducted for an unknown lot number arthritis neck/shoulder/wrist (nsw) 12hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed: scope: date of contact: 04/20/2014 through 4/20/2017/manufacturing site: name of site/complaint class: product appearance /complaint sub class: heat cells damaged/leaking - cells damaged/leaking. The citi customizable search returned a total of 12 complaint for arthritis neck/shoulder/wrist (nsw) 12hr products during this time period for the class/subcl.

Event description:
One heat wrap had damaged heat cells where the content leaked [device leakage]. Case narrative: the initial case was missing the following minimum criteria: no indication that the consumer experienced an event under product thermacare, just product complaint. Upon receipt of follow-up information on 16oct2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable pharmacist. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number and expiration date not reported, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated one heat wrap had damaged heat cells where the content leaked on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Sample evaluation not available. Information received from product quality complaint includes: "there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process". Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: the event "one heat wrap had damaged heat cells where the content leaked " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The pq investigation result include severity ranking of s3 (potential hazard - skin burn). Comment: the event "one heat wrap had damaged heat cells where the content leaked " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The pq investigation result include severity ranking of s3 (potential hazard - skin burn).